Event description:
Subcutaneous insufflation of co2 with tissue crepitus occurred during laparoscopy resulting in one day stay on ventillator from day surgery procedure. Insufflator alarm sounded and gas turned off at machine and insufflation port. No problem seen. Equipment evaluated by hospital biomed personnel and manufacturer representative at the hospital. Equipment found to be functioning within manufacturers specificationsdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: telemetry failure, none or unknown, none or unknown, unanticipated adverse reaction - short term. Conclusion: device evaluated and alleged failure could not be duplicated, no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, other. The device was not destroyed/disposed of.